Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; however, the touchscreen subsequently became unresponsive.

Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; however, the touchscreen subsequently became unresponsive. Cts decided to replace pump customer will use multiple daily injections (mdi) as a backup.